Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment is likely due to the circumstances of the procedure. In this case, it is possible, the break occurred due to nick damage or possibly the vessel was friable causing the suture to release from the vessel, however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a proglide device, using a 7f sheath, after an interventional procedure to deploy a covered stent in a common iliac artery occlusion. Reportedly, hemostasis was being achieved until the suture broke. All of the suture was retrieved. Manual compression was held for 5 minutes, followed by a compression block to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.